Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer to technical service engineer (tse) that the bipolar was not firing and no error messages were observed. The customer tried changing the energy cable and swap the bipolar port. The customer stated it is an ongoing issue. Tse recommended to use a third party generator. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with a third party generator. No, the same integrated electrosurgical unit (iesu) was not used for the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit associated with the reported complaint was evaluated and the complaint could not be confirmed using the system error logs. The review showed m-11 and c-00. Visual inspection revealed an issue potentially related to the reported event. The unit was tested using the system and displayed m-0b-129. The complaint was not confirmed based on failure analysis. The probable root cause could be attributed to an internal timeout issue or a cpu/sensor issue inside the erbe generator throwing error m-11 and c-06. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.